Manufacturer narrative:
A boston scientific technical services discussed the reported clinical observations with the caller. Efforts to obtain additional details regarding the reported issues were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device had displayed a fault code (fc) 1003. No adverse patient effects were reported.